Event description:
It was reported that the customer received the compromised force sensor system alarm on the insulin pump while changing the infusion set. Advised that a replacement insulin pump would be sent. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.